Manufacturer narrative:
Device evaluation and service pending.

Event description:
The international customer reported the ventilator alarmed and stopped operating during normal ventilation use. The customer reported the device was in use on a patient and there was no patient harm. Review of the device diagnostic history noted a vent inop occurrence due to an adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.

Event description:
The manufacturers service technician was unable to duplicate the reported problem during initial evaluation. The service technician reported the noted data acquisition adc failure did occur when the data acquisition pcb to motor controller pcb cable was tested. As a result, the service technician replaced the data acquisition pcb to motor controller pcb cable, and reported there was no recurrence upon further testing. Final testing was performed to operating specifications.